Event description:
It was reported that tissue did not come off from the jaw after firing. It was converted to open. There is no further information known. There was no adverse consequence to the patient.